Manufacturer narrative:
Exact date unknown, event occurred a day prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing movement of ipg in the pocket. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing movement of ipg in the pocket. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device.